Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h3: device eval by manufacturer? Yes, d9: returned to manufacturer on: 13-oct-2025. Investigation summary: bd received contaminated samples (approximately 20) for investigation. Therefore, further testing could not be performed on the returned samples. Factors that may contribute to erroneous results were evaluated through a clinical study. No difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. This complaint has not been confirmed for the indicated failure mode: erroneous results (potassium). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 8 of 10. It was reported that when using the bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 8 of 10: it was reported that when using the bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.